Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that seven months after two dental implants were installed in patient's intraoral regions #13 and 14 it was verified their non-osseointegration. 30 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii.